Event description:
It was reported when the tlc55 was fired across colon to effect the first transection, bleeding occurred. The same stapler was used to create anastomosis and worked fine. There was no consequence to the pt. 8/25/97 rep stated the bleeding was controlled effectively with electrocautery.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cam position: engaged/disengaged disengaged: cartridge position: not returned, firng knob position: back/partial back, hook latch position: open/closed closed, instrument halves: joined/separate joined, knife condition: good. Functional tests & results: instrument safety lockout properly yes, staple heights conforming yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based uon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The cartridge was not returned with the instrument. As the cartridge was not returned for analysis, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge. It fired and formed all the staples as designed. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident. Co stives to understand each incident as it is reported in order to continuously improve products.